Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device was canceling boluses without displaying a w8 (bolus cancelled) message to alert the patient that the entire bolus had not been delivered. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint sample was documented as received by the global complaint investigation and resolution unit. Unfortunately there is no evidence that the sample was definitely received, rather the whereabouts of the complaint sample remains unclear.